Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the iliac artery. A 9x59mm otw omni elite stent delivery system (sds) could not cross due to the anatomy. The sds was removed and the lesion was pre-dilated with a 5x40mm non-abbott balloon catheter. An attempt to cross the same sds was made again; however, this too failed. The sds was removed and the lesion pre-dilated again. An attempt to advance the same sds for the third time was made, but the stent dislodged off the balloon. The dislodged stent was dilated and deployed proximal to the target lesion. The procedure was successfully completed with the deployment of a 9x39mm omnilink elite stent at the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgment was confirmed as the stent was not returned. The failure to advance was not confirmed as it was related to procedural conditions. It should be noted that the omnilink elite instruction for use states: should unusual resistance be felt at any time during either vessel / duct access or during removal of an undeployed stent, the stent delivery system and introducer sheath should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel / duct access. Do not retract the stent delivery system into the introducer sheath. Position the proximal balloon marker just distal to the tip of the introducer sheath. Advance the guide wire in the anatomy as far distally as safely possible. Secure the stent delivery system to the introducer sheath; then remove the introducer sheath and stent delivery system as a single unit. In this case, the difficulties were most likely related to the anatomical conditions.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to case related circumstances. It is likely that advancing against resistance caused the stent to become compromised/loose on the balloon and when the third attempt was made to re-advance the balloon expandable stent system, the stent dislodged. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.